Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette during their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient contact confirmed the reported event occurred during drain 1 of treatment. Fluid was discovered running down the tubing near the drain hose. The patient contact stated that there was no fluid in or around the cycler including no fluid inside the cassette door when removing the cassette. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type, dose, route, and duration unknown). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the original cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the remaining companion samples are available to be returned for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: a companion sample device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cassette with no physical damage noted. In addition, the sample was tested in the cycler machine and no issues were detected. During the evaluation of the companion sample was not confirmed the alleged failure stated in the complaint. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: e1: address missing in initial report.